Event description:
It was reported that the patient indicated not being happy with an inflatable penile prosthesis (ipp) as it never worked properly but did not provide further details. The patient met up with a physician to talk about the experience but the physician dismissed the concerns. A second opinion was sought after, leading to a revision being scheduled. After the procedure the patient reported that the ipp remained implanted but the physician did "repairs to it" such as shortening the tubing. The physician was able to return functionality without removing the device completely from the deep scar tissue. The patient indicated still having issues as the device was "pointing left". However, they would wait a month to see if the problem corrects itself once the patient heals.